Event description:
During surgery, the tip of the angled inserter broke off and remained in the implant. The surgeon elected to drill through the posterior aspect of the implant to remove the instrument fragment which remained threaded into the implant. The instrument was successfully removed along with a fragment of the implant, the surgeon elected to keep the remaining intact portion of the implant in the disc space.

Manufacturer narrative:
Method: no testing method performed (related implant was not returned to MFR). Although no lot code was reported, a review of possible lots mfg indicate all devices which were accepted had no deviations noted which would have contributed to the event. No deviations noted with respect to the reported inserter (B)(4). Visual inspection of the device indicated a broken weld. Results: no results available since no evaluation performed (related device was not returned to mfg).